Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. A visual examination of the guidewire revealed that the dream tip was detached exposing the tip of the metal corewire, approximately 2.9cm. No evidence of corewire fractured. The complaint is not consistent with the return. Additional information provided by the customer stated the distal tip was not exposed however the return found that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noticed that there was difficulty passing the spyscope access & delivery catheter over the first hydra jagwire guidewire. The guidewire was removed and it was noted that the striped ptfe coating peeled. The physician used a second hydra jagwire guidewire and the spyscope access & delivery catheter was removed. The cytology brush was passed down however, the brush would not advance. Both the brush and guidewire was removed. It was noticed that the striped ptfe coating peeled. The detached fragments were retrieved using a retrieval balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results reveal on (B)(4) 2015 that the distal tip was detached exposing the tip of the metal corewire.